Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that there was pus and infection present at ipg site during a lead revision surgery on (B)(6) 2019 (reference manufacturer report number 1627487-2019-06414, 1627487-2019-06416). As a result, the ipg and lead were explanted. Additional information is pending.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility.

Event description:
Additional information received identified that patient's infection at ipg site has resolved.